Event description:
It was reported that during a da vinci-assisted gynecology surgical procedure, there was no energy to the arms due to faulty erbe generator. Logs show c-01 error. A technical service engineer (tse) had site restart erbe however the issue still persisted. Also, tse had site change out instrument cable and performed hard restart of tower but no change. Site changed out the vision side cart (vsc) with another system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and patient demographic information was requested, but not provided.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and confirmed that erbe was not working correctly. The erbe was replaced to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to another vision side cart (vsc) after the start of the procedure due to no energy to the arms because of the faulty erbe generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The integrated electro surgical unit was returned for failure analysis and the reported failure of no control of arms was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit will be returned for repair. The root cause was attributed to a component failure.